Event description:
A medtronic representative reported an alleged inaccuracy from the site. The site told him that during a functional endoscopic sinus surgery (fess) procedure while navigating the straight suction, the surgeon punctured the dura. The surgeon alleged a 5mm inaccuracy of the straight suction instrument. The patient presented with a csf leak that was detected during the surgery, and the procedure was delayed twenty to thirty minutes to repair the leak. The surgery was completed with the use of the navigation system. The onsite rns were not willing to give out any further patient or surgical information per hospital protocol.

Manufacturer narrative:
The site and surgeon have completed 5 successful surgeries since the reported issue. All passed tracer registration successfully. Accuracy was good throughout all cases. System functioning normally.

Manufacturer narrative:
The nurse manager at the site declined to provide patient demographic information. A medtronic representative went to the site the day of and the day after the surgery to test the equipment. The rep checked the system with a model head and opened all of their two sets of instruments. The system and all instruments performed normally, and the straight suctions calibrated with no difficulty. The system performed as intended and the reported event could not be duplicated by medtronic personnel. The scan had over 150 slices, and was done to scan protocol parameters. The account did not allow the rep to gather, record or report any more information on the patient or procedure.